Manufacturer narrative:
(B)(4). This report was filed by the MFR. The affected product has been rec'd and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the luer fell off when the secondary set was disconnected. An antibiotic was infusing at the time. Event occurred in the operating room. There was no pt harm and no report of medical intervention. Although requested, no add'l pt or event details were provided by the customer.